Event description:
The pt underwent surgery for a microdiskectomy, basically a fairly routine operation. A one time application of adcon-l was used, possibly 2 to 3 cc, for reduction of epidural scarring. The pt's blood pressure dropped and became unresponsive. Peripheral vasoconstriction was evident. Ventilation became a problem. The product is suspected to have entered epidural veins and embolized to the lungs, causing a consumptive coagulopathy, and eventually, a thromboembolus of the left middle cerebral artery, and death. Pt was pronounced 2 days, but kept alive until the following day to carry out pt's wishes to be an organ donor. The rptr has not seen anything like this before. He no longer uses the product. The benefit is not worth the risk. The rptr faxed in copies of the neurosurgical consult, the operative note, the discharge summary, and the autopsy report.